Manufacturer narrative:
The referenced pump exchange on (B)(6) 2014 was reported under medwatch MFR report #2916596-2014-02334. (B)(4). Approximate age of device ¿ 12 months. It was reported that the device was disposed of at the hospital and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2014 and received a pump exchange on (B)(6) 2014 due to increased hemolysis parameters and suspected thrombosis. During the pump exchange procedure, it was reported that the surgeon had to remove one rib; the reason was not specified. The patient recovered well post-exchange, however, towards the end of 2015, it was determined that the pump position had moved and there was no chance for repositioning it. On (B)(6) 2016, a pump exchange to another lvad was performed. No further information was provided.

Manufacturer narrative:
The report of a pump positioning issue was confirmed based on a submitted image from the patient's chest CT scan. The image showed that the pump body was positioned anteriorly in the patient¿s chest with the inlet tube pointing towards the patient¿s back, creating a kink in the inflow conduit flex section. Although the issue was confirmed, the device was disposed of at the hospital. Therefore, a full evaluation of the device could not be conducted and a specific root cause for the pump dislocation could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.